Event description:
Pt implanted with nail, helical blade and screw for an intertrochanteric fracture in (B)(6) 2011. Pt complained of post op pain and x-rays showed the helical blade had migrated. The flat portion of the helical blade that slides within the nail maxed out and the helical blade migrated superior and perforated the femoral head. The hardware was explanted on (B)(6) 2011 and pt was revised to a total hip. This is two of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.